Manufacturer narrative:
Product event summary #the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Impedance; the right ventricular (rv) lead pacing impedance was stable at 475-532 ohms between (B)(6) 2012. The maximum rv pacing impedance varied between 532 and 1292 ohms in six weeks following. A rise to 1250 ohms over the previous fourteen days dropped back to 500 ohms on two occasions. Noise; there was a ventricular non-sustained tachycardia on (B)(6) 2012 with an average of 73 short interval counts (sic) per day. Lead integrity alert (lia) triggered on (B)(6) 2012 for the non-sustained tachycardia of less than 220ms v-v interval, and for the lead impedance variation in the last sixty days.

Event description:
It was reported that the patient presentd with high right ventricular (rv) lead impedance. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.